Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects; "intraoperative and/or postoperative pain" and ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to pain and loosening of the acetabular cup. The modular modular head, acetabular liner, acetabular cup, screws and sleeve were removed and replaced.